Event description:
Healthcare professional reported for right side "capsular contracture baker grade iii" and "transfer fold on right implant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
A visual analysis of the returned device identified, weight to spec and crease fold. No other observation observed. Base on the device analysis, the final assessment is: there were no issues found related with the manufacturing process.

Event description:
"Any creases" was observed, during surgery.